Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 would not release on the second firing. A second instrument was used to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6:code: 400: anvil out of position in tube assembly. Visual inspections & results: batch number k00v7c, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition fired, position/condition of wedge sleds foward. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout conditioin present no, result of attempted firing n/a. Anaysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with the anvil out of position with the tube assembly, which caused the anvil to stay closed. No testing could be performed due to the condition of the instrument returned. No conlcusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.